Event description:
It was reported that the customer had high blood glucose levels of 168 mg/dl. The customer reported a motor error from the insulin pump during prime. The customer also reported a no delivery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm and the motor tested outside the device and passed. No excessive no delivery error alarm. No moisture damage on the electronic, motor, vibrator, keypad and battery tube assembly during our visual inspection. The insulin pump was received with cracked reservoir tube lip and scratched reservoir tube window.